Manufacturer narrative:
D4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the bivona trach was malfunctioning. "The bivona trach eyelets have changed in their durability. The little eyelets were ripping clean through". There was patient involvement and no patient harm/adverse event reported. The outcome was reported as ongoing. "Family reports they have multiple encounters". It is unknown if the previous occurrences were reported. Exact weight is 12.6 kgs.

Manufacturer narrative:
Evaluation codes: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. No lot number was provided, therefore no device history report (DHR) review could be performed. If the product is returned, the manufacturer will reopen this complaint for further investigation. D4 - catalog number is unknown.